Event description:
It was reported that during an implant procedure when an other manufacturers right ventricular (rv) lead was connected to the pacemaker there was loss of capture even when at max outputs. When the lead was connected to the pacing system analyzer (psa) the lead was able to pace and capture. The physician tried to connect the rv lead to another pacemaker and capture was confirmed. The physician was able to implant the pacemaker successfully. The attempted pacemaker will be returned for product analysis. No adverse patient effects were reported.